Manufacturer narrative:
Method: no sample was available for evaluation and investigation. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. A review of the lot history found no other complaints. Results: the initial reporter stated that the pump finished in 24 hours. The part and lot number were obtained from the patient's medical records. The record contained no information of any problems with the pump. No patient compromise occurred and no medical intervention was required.

Event description:
(Drug/diluent: marcaine 0.5%) (procedure: shoulder nerve block anesthesia). Patient received no pain relief, and after 24 hours the pump was completely empty. Patient had shoulder surgery with nerve block anesthesic on (B)(6) 2008. No adverse event occurred. Date of event: (B)(6) 2008. Per dfu: nominal fill is 270ml and nominal flow rate: 5ml/hr.